Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the left bundle branch lead was deformed and failed to be extended. The lead was not used and replaced during procedure. The patient was recovered and discharged.

Manufacturer narrative:
The reported events of helix mechanism issue and helix damage were confirmed. As received, a complete lead was returned in one piece with the helix stretched and clogged with blood/tissue. X-ray examination found the helix was stretched consistent with procedural damage. The helix mechanism/ extension length test was not performed due to procedural damage to the helix, as received. The cause of the reported events was isolated to the helix being clogged with blood/tissue and stretched consistent with procedural damage.